Manufacturer narrative:
Details of complaint: the customer reported that this unit is reading the nibp higher than it should. The customer changed out the input unit with a known-good unit to resolve the issue. The bedside monitor (bsm) was not sent in for evaluation as the issue was with the ay unit. There was no patient injury reported. Investigation summary: a root cause could not be determined as the unit was not provided for evaluation. The reported issue is likely due to lack of calibration. The calibration instructions as excreted from the service manual was provided to the customer. Attempt # 1: on 08/28/2025, emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: on 09/01/2025, I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: on 09/03/2025, I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional model information: d10: concomitant medical device: the following device(s) were being used in conjunction with the bsm unit: input unit: model #: ay-631p, sn #: (B)(6), device manufacturer date: 03/02/2009, unique identifier (UDI) #: ni, returned to nihon kohden: no.

Event description:
The customer reported that this unit is reading the nibp higher than it should. There was no patient injury reported.